Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was not confirmed during archive data review or functional testing. The archive data showed multiple user advisory ua) 07 (discrepancy between load 1 and load 2 too large) occurred on the customer's reported event date, and it was replicated during functional testing upon powering up the platform. The load cell characterization test confirmed load cell 1 was defective, and it will be replaced to remedy the fault. The cracked front enclosure and the defective load cell were likely attributed to mishandling such as a drop. It is likely that the customer incorrectly remembered the specific advisory code which was displayed on the platform lcd during the device deployment. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, there was a vertical crack going through one of the screw fittings. The observed physical damage was most likely attributed to user mishandling such as a drop. The front enclosure needed to be replaced to address the issue.

Event description:
During patient use, the autopulse platform (s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The crew reverted to manual CPR. No consequences or impact to the patient.